Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) inquired if there was a way technical services can determine if and when a patient turns their therapy off. It was reviewed this is not possible. They stated the patient has been experiencing progressive motor-related decline and they are trying to determine if it is related to the patient turning therapy off or something else. The patient was admitted to the hospital twice and the symptoms started "about 3 weeks ago". They will consider ordering MRI for pt. It was recommended consulting with the patient's managing hcp for the device to discuss symptoms and check the device if needed.